Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (power issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed record of power on reset with battery change dated (B)(6) 2014. There was no activity outside of normal use observed. On examination, the battery compartment and cap were undamaged. The cap was able to fit onto the pump and maintain electrical connection. There was moisture corrosion visible on the spring of the battery cap. A leak test was performed and did not reveal any moisture leak. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components, including the power circuit. The pump was exercised for 24 hours without power loss or interruption. Investigation was not able to duplicate the complaint. Unrelated to the original complaint, the display was noted to be dim and faded.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.